Event description:
Customer reported via phone call that they received a failed battery test. Customer states that the keypad is unresponsive. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces. No numbers ramping or scrolling bar anomaly noted during testing. All operating currents are within specifications, no alarms were noted. The device had minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip.